Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the event was reported as due to mechanical damage of the transfer set (twist clamp) from the last two weeks and a breach in aseptic technique (no further details). The patient was hospitalized and treated with vancomycin injection (500 mg every 3rd day, ongoing), ceftazidime injection (250mg, 3 cycles per day, discontinued), intraperitoneal injection of meropenem and injection of amikacin (250 mg per bag, ongoing). On an unknown date, the transfer set was changed and patient retraining was completed. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the abdominal pain was resolved. The patient was discharged 36 days after hospital admission. At the time of this report, the peritonitis was not resolved and the pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.